Manufacturer narrative:
(B)(6). (B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned in one continuous piece. The piece measured approximately 317.4 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within the connector. The condition of the returned device confirms that the fiber was broken within the sma connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a urinary stone lithotripsy procedure in the bladder and ureter performed on (B)(6) 2019. According to the complainant, during preparation, the laser fiber was noted to not be irradiating upon laser activation. The procedure was completed with another flexiva 200 tractip laser fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.